Manufacturer narrative:
No sample received. The original equipment manufacturer (OEM) reviewed the records for lot no. 14fm0005 and found no exceptions or discrepancies. Four retention samples from this lot were also reviewed: the appearance of the balloon, catheter body, and valve function were normal. No broken tubes or separations at the joints were found. A total of eight pieces across five lots (one of which was a retention unit from lot 14fm0005 including (two (2) associated units from that lot) were tested for tensile strength in the reverse direction (which has the stronger destructive force) on the test jig and fixture pulling the unit apart at 300mm/minute until the port separated from the catheter. The resulting tensile force of the previously unbroken ports was measured between 1.59 and 2.58 kg. (Minimum accepted tensile force is ~1.02 kg.) Two break point types were noted; details are provided in the report from the OEM. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Note: there are two (2) additional devices associated with this product complaint. A separate 3500a forms have been generated to address each device. Reported to the FDA on: march 24, 2016. (B)(4)

Event description:
It was reported that the irrigation port on the flexi-seal fms kit was found broken inside the sealed package. However, there was no patient involvement reported.

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.